Manufacturer narrative:
This report was originally submitted via asr on report ID #(B)(4) in q1/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2015-00206 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted. Boston scientific received a patient verification form in march of 2016 that was returned with a handwritten note from the patient's spouse. The note stated the patient died on (B)(6) 2014 due to an infected pacemaker lead. Boston scientific was not previously aware that the patient died as a result of the infection.